Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 21505466.

Event description:
It was reported that the patients leads migrated as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned and remain implanted. The patient was doing well postoperatively.